Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur cp instrument. The erroneous result was reported to the physician. The same sample was repeated twice on the same instrument. The repeat results were lower than the erroneous result. The patient was redrawn in the emergency department and the new sample was tested on the same instrument. The results obtained on the new sample were consistent with the repeat results. There are no known reports of patient intervention or adverse health consequences due to the erroneous tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on an advia centaur cp instrument. The quality controls (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit (tsv) and cleaned the barcode reader. Subsequently, the cse replaced the wash block and base pump. The customer ran and accepted the qc results. Upon further investigation, siemens determined the sample was centrifuged at a speed and time that deviated from the tube manufacturer's recommendations. The cause of the falsely elevated tnih is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00396 on 22-dec-2022. Additional information (23-dec-2022): the patient sample identifier is (B)(6). In the initial report, it was mentioned that the customer service engineer replaced the wash block and base pump; this was performed proactively as there was no issue observed prior to the replacement. A precision study post-service showed good reproducibility. The customer monitored quality control (qc) and patient results for two weeks post-service and no further issues were observed. Siemens further investigated the issue and determined the pre-analytical variables that affect sample quality due to an abbreviated spin protocol that the customer implemented for centrifuging samples potentially contributed to the falsely elevated high-sensitivity troponin I (tnih) result. The investigation findings and investigation conclusions codes in section h6 were updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.